Event description:
There was an operator error in programming the device, which resulted in the patient receiving more medication that intended. The report stated, "an abbott plum a pump alarmed, found to be volume completed. The heparin rate was found to be set at 240ml/hr (120cc bag found to have infused from 240cc bag). The infusion was stopped. The ptt was greater than 180. The patient was monitored. The heparin was started at correct rate of 8ml/hour according to heparin protocol. The patient did not have lasting injury." Additionally, the report stated,"protocol for 2 nurse check was not followed when setting up rate." Upon further query the following information was provided: the physician ordered heparin (100u/ml) to be delivered at a rate of 8ml/hr and a volume to be infused (vtbi) of 240ml. At 0100, the device was programmed and the heparin delivery was started. No further programming parameters were provided. At 0130, the nurse noted the device was delivering heparin at a rate of 240ml/hr, instead of the intended rate of 8ml/hr. The customer contact stated that the nurse inadvertently programmed the rate with the vtbi. The patient received approximately 12oml of heparin at the unintended rate of 240ml/hr. The physician was notified and a partial thromboplastin time (ptt) level was drawn. No medical interventions were required. There were no reported adverse patient sequelae. At 0300, the heparin therapy was resumed at a rate of 8ml/hr using the same device. Though requested, no additional information was provided.